Event description:
The customer reports back to back results on her meter of: 675 vs. 124 mg/dl and 254 vs. 124 mg/dl. The meter's measurable range is 10 to 60 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.